Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The root cause will be documented as operational context because of the likelihood that the patient anatomy contributed to the reported damage and due to the lack of information implicating a root cause related to the device. Product unavailable for analysis

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to place a taxus liberte' 2.75x24mm drug eluting stent to the coronary artery, but was unable to reach the lesion. Upon removal of the stent delivery system (sds), at the level of the introducer, the stent dislodged inside the patient. No additional patient injuries or complications were reported. Additional information regarding this event is not available.